Event description:
It was reported that the monopolar curved scissors instrument was dull. No further details were provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions - the instrument was returned and evaluated. Performance testing was conducted and engineering found the instrument to perform as intended. Engineering also observed that an area of the instrument tube extension was burnt at the distal end and that part of the instrument proximal clevis was also visible in the burnt area. Based on this discovery, engineering concluded that the instrument may have arced during a previous surgical procedure.